Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the receiver initialized without a manual restart occurred. The product was returned for evaluation. An internal visual inspection was performed and passed. Charge and boot tests were performed and passed. Functional tests were performed and passed all relevant tests. The receiver log was downloaded and reviewed finding no error related to the complaint. The allegation was not confirmed. The probable cause could not be determined. No additional event or patient information is available.